Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.

Event description:
During surgery, simplex were hardening early. The cement was not pushed out from the cement gun. The surgeon finished the surgery without using the cement.